Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally started a freestyle libre 3 plus sensor in the libre mobile app instead of the ilet mobile app, which resulted in the sensor being in use by another device and unavailable to the ilet system; the user was instructed to apply a new sensor and activate it with the ilet app, and the new sensor activation was successful. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included troubleshooting and user education. Investigation of this case revealed that the sensor was paired to an incompatible or unintended mobile application, preventing ilet from accessing glucose data, and normal function was restored after correct pairing with a replacement sensor. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.